Manufacturer narrative:
Concomitant medical products: product ID: 3389, product type: lead. (B)(4).

Event description:
A manufacturing representative reported the patient's implantable neurostimulator (ins) drained within six months despite having adjustments made to stimulation parameters due to short circuits and other problems. The ins had reached elective replacement indicator (eri). The therapy success of deep brain stimulation (dbs) was moderate and the effects of changing programs had been hard to def ine. The patient's health care provider (hcp) did not find any correlation between the short circuit and any patient conditions or symptoms. Relevant patient history includes dystonia. High impedances were measured on the right and left side and low impedances were measured on the right side at 0.7v. High impedances were measured on the left side and low impedances were measured on the right side at 3.0v. Reprogramming had been done and an ins replacement was scheduled for 2015-08-05. Impedances were going to be tested during the replacement procedure. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.